Event description:
Patient reported the infusion device delivers too low amount of insulin. Patient stated on (B)(6) 2011 at approximately 8 pm her blood glucose level was approximately 350 mg/dl and she took correction via the pen which was approximately 4.0 units of insulin. Patient reported at 11 pm her blood glucose level was good; blood glucose value was not provided. Patient stated on (B)(6) 2011 at approximately 1:00/2:00 am her blood glucose level was approximately 250 mg/dl and at 5:45 am her blood glucose level was approximately 300-400 mg/dl. Patient's normal blood glucose range is 100-140 mg/dl. Patient reported the infusion device displayed an error 4 (occlusion) error message; time was not provided and she changed the insulin cartridge and the infusion set. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.